Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch profile meter was giving inaccurately high readings. The medical affairs specialist (mas) tried to contact the pt to obtain and verify information, but was unable to reach him by telephone. The mas mailed a letter requesting the patient contact medical affairs. In 2006 at 3:00pm the patient obtained the blood glucose result of 225 mg/dl on the reported meter. One hour later at 4:00pm he experienced the symptom of shaking, and then passed out. Emergency services were contacted. At an unspecified time later, the paramedics arrived and tested his blood glucose level with their meter to be 26 mg/dl. The pt was treated with glucose intravenously. It would have been helpful to determine if the patient experienced any symptoms of high or low blood glucose levels when he obtained the 225 mg/dl result, if this was an expected results, what happened during the hour between the meter reading and the onset of symptoms, who contacted emergency services, what time the 26 mg/dl result was obtained, if the patient retested his blood glucose using the reported meter, how often the patient tests his blood glucose level, his medication regimen and the previous results from that day. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct and he was cleaning the meter correctly. The cca also determined the test strips were expired or stored incorrectly, which can cause inaccurate readings. No quality control testing was performed during the call as the patient did not have a checkstrip and the test strips were expired. The meter, test strips and control solution were replaced. This incident is being reported because although the patient's test strips were expired, the patient became hypoglycemic sometime after receiving a blood glucose result of 225 mg/dl.